Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that they experienced high blood glucose. The customer's father reported that they received a battery out limit alarm during normal use. The customer's father mentioned keypad anomaly. The customer's blood glucose was 464 mg/dl at the time of incident. The customer stated that the blood glucose reached 482 mg/dl. The customer's father stated that they treated the high blood glucose with manual injection. The customer's father was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump had unresponsive act and up buttons due to corroded keypad traces. Unable to perform operating currents, self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests or verify the battery out limit alarm due to the unresponsive button. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.